Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological procedure for treatment of urinary stress incontinence on (B)(6) 2005 and mesh was implanted. The patient immediately suffered severe pain and discomfort in her vagina. She had trouble urinating, and could not sit, stand or walk for prolonged periods of time. The patient had pelvic pain and infections on an ongoing basis and could not engage in sexual relations. The patient has undergone various medical procedures including but not limited to various surgical procedures in an attempt to remove the mesh. Attempts at mesh removal have been unsuccessful. The patient continues to live in pain, has sustained permanent and debilitating injuries and continues to experience problems with incontinence. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent mesh removal/revision on (B)(6) 2005 and (B)(6) 2006. It was reported that patient underwent lap appendectomy on (B)(6) 2013. No additional information was provided.